Event description:
A nurse reported that five pts experienced endophthalmitis following cataract extraction procedures on the same day with the same phacoemulsification machine. Three pts cultured positive with pseudomonas aeruginosa and two pts had a negative culture. Add'l surgery and therapy were required to treat the pts. All pts are reportedly responding well to the therapy.